Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported a patient underwent a left total knee arthroplasty on (B)(6) 2016. During the procedure, the spike came off the validation tool while impacting. It is unknown if surgical intervention was required to remove the device from the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance and confirmed reported condition. A conclusive root cause of the event could not be determined.